Event description:
A patient reported that she had yag laser performed to address 'z' syndrome, following bilateral implantation of crystalens one year ago. The patient did not indicate initially which eye was allegedly affected. Subsequent information received from treating and referring doctors indicate that the patient presented with "z" syndrome and decreased va in both eyes due to capsular fibrosis/pco yag was performed in both eyes to address this issue. According to the treating surgeon, the most current prognosis is excellent and reading glasses were prescribed. This report is for the patient's left eye. MDR# 2031924-2012-00069 has been previously submitted for this event and it is now associated with the patient's right eye.

Manufacturer narrative:
The lens remains implanted in the patient's eye and is not available for return. Therefore, product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event cannot be determined. However, according to the surgeon the event was due to the patient factor of capsular fibrosis.